Event description:
The mammary prosthesis was tested by the surgeon prior to implanting for any malfunction. There was no malfunction noted at that time. Approx 50 cc has been placed into the implant prior to insertion into the pts breast. While the surgeon was filling the implant there was a noticeable leak into the breast pocket at which time the surgeon removed the implant and rechecked for leaks. There was a noticeable leak where the stylet enters the prosthesis. The prosthesis was removed from the surgical field along with all components of the implant, and a new functioning implant was placed in the pts breast. The pt is currently being followed by her surgeon for the normal post-op care. No untoward effects have been reported to this facility.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.